Manufacturer narrative:
The customer reported that the battery latch would not properly retain the battery within the unit. Upon return, the device was evaluated and underwent bench testing. The reported issue could not be confirmed. The AED operated as intended throughout testing.

Event description:
A customer reported their battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.